Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: after placing the catheters when the button is pushed to retract the needle it is "sticking" and you have to push the button twice and then the needle retracts very slowly 4nov. Are you facing any delayed flash issue? If yes, kindly confirm the batch which is affected? No delayed flash issue - the issue is related to the push button feature not working with one activation. Was there any patient injury? If so, please describe and include any medical treatment needed as a result? No patient injury.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction could not be confirmed from the returned sample. One insyte autoguard needle from lot 4177317 was provided for investigation. The needle was received fully retracted. A functional test showed that the needle retracted within specification. The condition of the returned device may prevent confirmation of the reported issue. Once the needle fully retracts, the reported issue may not be possible to replicate. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.